Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion test was over the maximum allowed value (19 psi) multiple times even after confirming the ds pressure setting was on medium" was not reproduced. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, downstream pusher required replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had downstream occlusion (test was over the maximum allowed value (19 psi (pounds per square inch)) multiple times even after confirming the downstream pressure setting was on medium) during testing in the biomedical service department. There was no patient involvement. No additional information is available.